Event description:
Customer reported that he had high blood glucose of 351 mg/dl for about two weeks due to his insulin pump did not deliver the insulin. Customer stated that his insulin pump alarmed no delivery and low reservoir. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional tests, including prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm.